Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was not getting good symptom relief. The pt had surgery on (B) (6) 2010, to correct the problem. The device was reprogrammed successfully. Additional information has been requested; a follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2010-04914.